Event description:
Patient had a colonoscopy procedure at which time the scope was retroflexed in the rectum by the physician. It was noted there was bleeding from the patients rectum. After procedure the reprocessing tech noted that the bending rubber was separated from the insertion tube. Upon closer inspection it was noted that there were broken, loose wires/cables sticking out from the scope.